Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A20066- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, hematuria and depression. Concomitant products included metoprolol since 2017 and sertraline (zoloft) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In september 2012, the patient experienced tooth disorder ("dental problems"). In december 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and vaginal discharge was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine, headache, tooth disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: coils trailing l tube: 4. Coils trailing r tube: 5. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-dec-2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm the complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A20066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, hematuria and depression. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and vaginal discharge was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, migraine, headache, tooth disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: coils trailing l tube: 4. Coils trailing r tube: 5. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on 25-may-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she was even forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.